Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. D4. Lot number, UDI, expiration date and h4. Manufacture date are unknown; no information has been provided to date. D5. Other operator of device: operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the packaging stickers were stuck together and wouldn't come off. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H4: manufacture date is unknown; no information is available based on received lot number. Two (2) unopened packages were returned with original package. One product label had come off and was stuck to the other. The complaint was confirmed. It is thought that the cause of this occurrence was that the label work by the worker was insufficient. As a result, part of the label is thought to have peeled off and stuck to another product. Review of manufacturing records, relevant to the lot reported, found no discrepancies or anomalies. To prevent this from happening, we communicated this event to all workers and alerted them to the following matters. One; the worker who pastes the label must make sure to paste the label and check it. Two; the person in charge of packaging also checks the labeling status.